Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls were out of range on multiple assays. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the reaction tray wash unit drain valve 1 (cdev1) was faulty and dilution tray wash unit (dwud) middle probe 2 was blocked. The cse replaced cdev1 and unblocked dwud probe 2. Quality controls were run, resulting within range. The cse returned to the customer site. The cse stated that the issue started when a sample probe crash caused water to contaminate the oil bath. The cse decontaminated the oil bath and replaced the filter. The cse rebuilt the pump seals on sampling pump (sp), dilution aspiration pump (dip), dilution discharge pump (dop) and dilution wash pump (dcp). The cse adjusted the mixers, replaced valves on sp and reagent probe 2 (rp2), replaced the seals in rp2, adjusted and position the sample-dilution probe, and ran wash 2. The cse adjusted the probe wash station, and replaced mixer 2 rotational motor. Lamp energy, cell blank, water calibrations, and quality controls were then acceptable. A correlation study was performed, with acceptable results. The cause of the discordant tibc and creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine (crea_2c) results and discordant total iron binding capacity (tibc) were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting higher for creatinine. The customer was unable to provide the repeat value of tibc. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant creatinine and tibc results.